Event description:
Crack found on the venous lumen ot a hemodialysis catheter. The crack was found before dialysis, the nurse aspirated and got air. The line was in place for a month. After the crack was found the line was removed and replaced.